Event description:
Reportable based on analysis on (B)(4) 2013. It was reported that during a balloon angioplasty treatment procedure, difficulty crossing and balloon leak occurred. The target lesion was located in the left anterior descending artery (lad). The physician was unable to cross the lesion. After rotablating with a 1.5 burr, a 2.50mm x 40 mm apex balloon catheter was selected to dilate the target lesion however the balloon would not inflate. The connection between the catheter and the balloon was leaking. The procedure was completed with a different device. No complications were reported and patient status is fine. However, returned device analysis revealed an inner and outer shaft longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR: the apex catheter was received with no original packaging or other devices. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from the guidewire exit notch. Magnified inspection revealed the inner and outer shafts were longitudinally torn adjacent to the guidewire exit notch. The tear may be consistent with perforation of the shaft walls with the end of a guidewire during clinical use or preparation for clinical use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).